Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Lot/serial # unknown / not provided. Implant date unknown / not provided . Explant date unknown / not provided. K013227, k953101. Device manufacturer date number unknown / not provided.

Event description:
It was reported by sales rep that patient has a healing abutment that comes loose won¿t seat properly.

Manufacturer narrative:
One abutment gold (hla4g) was not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was performed using applicable instructions for use and risk files. Functional testing and dimensional analysis could not be performed since the product was not returned. No pre-existing conditions were noted. The reported device had been placed on an unknown tooth location for an unknown amount of time. X-ray or picture images were not provided. Appropriate documentation was reviewed. DHR review could not be performed since the lot number associated to the item was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number (hla4g) was performed for similar events and no complaint about nonconforming products was identified. Based on the available information, device malfunction and the reported events could not be verified. Device not returned.

Event description:
No further event information available at the time of this report.